Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. No anomalies were noted.

Event description:
Related manufacturer reference number: 2017865-2023-38313 it was reported that the patient presented with skin erosion and the device and lead were found visible from the incision site of the implanted device pocket. The implantable cardioverter defibrillator (ICD) and the right ventricular lead were explanted due to erosion. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.